Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet and the fiber bundle tinged, both indications of blood exposure. There was no visible coagulated blood within the dialysate compartment or on the circumference of the fiber bundle; however, coagulated blood was noted on both ends of the dialyzer, between the screw flange and the potting cut surface. Gross visual examination did not identify any defects or damage on or within the returned dialyzer. The returned dialyzer was subjected to a laboratory bubble point test where no leaks were observed, possibly due to coagulated blood on both ends of the device. The dialyzer was then subjected to a destructive disassembly for further visual examination. Both screw flanges were removed and subsequent visual examination of the polyurethane (pu) cut surfaces noted both ends to be intact. There was no visual damage, irregularities or separations identified. The fiber bundle was then removed from the dialyzer housing to better inspect the inferior pu surfaces/fiber bundle. Further visual examination did not identify any damage or irregularities; specifically, no broken, loose, looped, kinked and/or short fibers. No voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. The investigation into the cause of the reported problem was not able to confirm the failure mode. The dialyzer was subjected to a laboratory internal leak test where no internal leak was observed (possibly due to the coagulated blood). However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint could not be verified or confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal blood leak occurred during hemodialysis treatment. The blood leak was visible. The dialyzer was inspected prior to use and after the leak occurred; no dialyzer damage was visible. The machine did alarm. A blood test strip was used and it tested positive. The patient's estimated blood loss was approximately 200ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.